Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube cuff had ruptured and the balloon "tore/popped" while in use with a patient. The tracheostomy tube had been in-situ for an unknown time, but the patient and caregiver were made aware when the ventilator low pressure alarm was activated after insertion to the patient's tracheal site. The tube cuff had been filled with distilled water. Troubleshooting by submerging tube into water determined there was leakage. The event was resolved after another tracheostomy tube was inserted. No patient injury was reported. See MFR: 3012307300-2016-00263.

Manufacturer narrative:
One 6.0mm tts¿ adult tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. During functional testing, a syringe was used to inflate the device cuff with 10cc's of air; however, the cuff was unable to inflate due to a leak. Using magnification, the surface of the cuff near the leak was examined and abrasion/damage was found. Investigation was unable to determine the root cause of the hole in the cuff; however, no evidence was found to suggest a manufacturing defect.